Event description:
It was reported that the left ventricular lead threshold rose from 2.5 v to 3.75 v and the patient experienced diaphragmatic stimulation. Pulse width was increased to reduce output and the pacing configuration was changed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.